Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording window between (B)(6)2019 till (B)(6)2019 the right ventricular stimulation threshold showed steady values around 0.7v, the right ventricular r-wave sensing amplitudes showed fluctuating values between 12mv and 16mv, the right ventricular stimulation impedance showed a steady impedance of around 500ohms and the right ventricular shock impedance showed slightly fluctuating values around 100ohms. The provided iegm episodes featured artifacts in both the right ventricular and the farfield channel as well as inadequate ICD chargings. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Device was explanted on (B)(6) 2020 due to noise and fracture. The device never delivered any inappropriate shocks. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recording window between (B)(6) 2019 till (B)(6) 2019 the right ventricular stimulation threshold showed steady values around 0.7v, the right ventricular r-wave sensing amplitudes showed fluctuating values between 12mv and 16mv, the right ventricular stimulation impedance showed a steady impedance of around 500ohms and the right ventricular shock impedance showed slightly fluctuating values around 100ohms. The provided iegm episodes featured artifacts in both the right ventricular and the farfield channel as well as inadequate ICD chargings. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 32 months, it was reported, that oversensing on the ventricular channel was detected by home monitoring.